Event description:
The sutures to the anchor detached from the anchor when the anchor was inserted into the hole. There was no patient harm. Another 5.0mm insite ti was used to complete the procedure.